Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. She took 4 sugar pills and ate a sandwich. Customer feels that her pump is over delivering insulin due to the settings on her pump. Customer will be contacting the physician regarding pump setting changes on her insulin pump. The product was not returned for analysis.